Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt presented at the pain clinic with acute pain exacerbation and withdrawal symptoms. An x-ray showed the catheter was making a very sharp "u-turn", however during dye study, csf was withdrawn, and doctor was able to inject dye. The pt complained of pain during the dye injection. A granuloma was suspected, however pt did not tolerate MRI to confirm this. A revision was performed on (B)(6) 2011 and the distal portion of the catheter was replaced. Granuloma could not be confirmed because pt could not tolerate the MRI.